Manufacturer narrative:
The device was received deployed. Upon inspection of the fluid path components, fluid was observed in the reservoir opposite to the plunger indicating an issue with the o-ring seal. The seal was inspected and an area of inadequate sealing was observed. Fluid leaking out of the intended fluid path would have impacted insulin delivery.

Event description:
It was reported the patients blood glucose level rose to 500 mg/dl while wearing the pod longer than 48 hours. As treatment, a new pod was applied.